Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the pump and reservoir of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump deflation ball was seated too far forward. The pump kink resistant tubing (krt) were worn to the filament. No leaks were found in the pump. The pump passed the functional test. The reservoir was microscopically inspected and tested for leaks. The reservoir had wear at fold and a hole in the corner of a fold in reservoir shell. A leak at the corner of a fold was found in the reservoir shell. Based on the information available and analysis results, the allegations of an inflation issue and spontaneous deflation are unable to be confirmed. However, the hole/perforation and fluid leak found in the reservoir could affect the product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, when the patient used the pump, the penis did not become erect, and any resulting erection lasted only a short time. During examination, a hole in the reservoir was found causing a fluid loss. Therefore, the reservoir and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, when the patient used the pump, the penis did not become erect, and any resulting erection lasted only a short time. During examination, a hole in the reservoir was found causing a fluid loss. Therefore, the reservoir and pump were removed and replaced. No patient complications were reported.